Event description:
The customer reported that the knife blade would not advance during the procedure. There was no pt injury. The device was returned to covidien and visual inspection discovered that the webbing was protruding.

Manufacturer narrative:
(B)(4). The incident device has been received and us under evaluation. When the device evaluation is complete a follow-up report will be submitted.